Manufacturer narrative:
Investigation conclusion: the meter associated with the complaint was returned for investigation. Functional and thermistor testing were performed on the returned meter with passing results. Retain strip investigation was not performed on the returned meter due to the recovered impedance curve associated with the customer's reported inr result being identified as having a weak-slope change. The issue of weak-slope changes is related to the algorithm software on the meter and is known to contribute to discrepant results. This issue was addressed in CAPA (B)(4). A review of the entire testing history for lot 370105ar was performed. In-house testing for this lot meets criteria. No product deficiency was found for this lot. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances; the lot met release specifications. The recovered impedance curve associated with the customer's reported inratio inr result of 2.9 exhibits a weak-slope change, which is known to contribute to discrepant results. The inratio meter software may generate an incorrect or discrepant inr result with patient samples exhibiting a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. No patient conditions were provided by the customer to determine if these led to the weak slope change observed. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.0 - 2.5. (B)(6) 2016 lab inr= 6.9; inratio inr=2.9 four hours between tests. No reported adverse patient sequela.